Event description:
The device was used during a gastrectomy (total). It was reported by the affiliate that the surgeon could not fire the device. A new device was used to completed the case. There was no consequence to the pt.